Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user on an all-liquid diet for a scheduled procedure experienced continued automated insulin delivery despite no meal announcements, with observed glucose decline from approximately 80 mg/dl to 74 mg/dl while drinking carbohydrate-containing fluids to maintain glucose. There was no patient harm reported. Outcomes included user-directed mitigation by pausing the ilet for two hours at a time to prevent further glucose reduction, with no emergency treatment, hospitalization, or long-term sequelae reported. Investigation included customer support troubleshooting and education regarding automated basal delivery behavior during reduced carbohydrate intake. Investigation of this case revealed that the device appeared to function as designed with automated basal dosing, while the user¿s reduced intake likely lowered glucose requirements. It was concluded that the event was hypoglycemia with an unclear cause, potentially related to mismatch between basal insulin delivery and diminished carbohydrate intake during a liquid diet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.